Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No moisture damage inside pump noted. Insulin pump had missing end cap sticker. No button error alarm noted.

Event description:
Customer's father reported via phone call that the device alarmed a button error alarm. Customer's blood glucose was 484 mg/dl. Customer treated high blood glucose with manual insulin injection. Device alarmed a button error alarm after the device was exposed to moisture. Customer wet the bed. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.